Manufacturer narrative:
After further evaluation, this suspect medical device was changed to ln 06c37-27, lot 78299li00. The product evaluation and follow up information will be submitted in manufacturing report number 3002809144-2017-00157.

Manufacturer narrative:
This event was also reported in manufacturing report 3002809144-2017-00157 for a second suspect medical device. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed a (B)(6) result on the architect i1000sr analyzer. The following data was provided: (B)(6). The patient was confirmed (B)(6) on pcr and elisa. There was no impact to patient management reported.